Manufacturer narrative:
Evaluation: customer stated that it is "not grasping soft tissues like it should." Root cause (aesculap) - although this reported incident was reported prior to initiation of aesculap CAPA, it is noted that CAPA was issued in (B)(6) 2019, to evaluate the design and production activities that were performed and documented for the prestige grasper product line pn's: (B)(4). The activities included the documentation of manufacturing processes and controls and design transfer from prior manufacturer, to current contract manufacturer. Complaint on repair the returned grasper has "aes 3/19" etched on it. There is no other marker or serial number, but this indicates that aesculap repair center (ats) repaired it in march 2019, and this is under the repair warranty window. This 8360-10 passed the 90 gm grip test. But there are a few things that could be better: the waves are touching first, preventing the front part of the jaw from closing completely. The shaft assembly is a little loose in the handle. Functional deviation confirmed. Root cause - improper repair. Actions taken - replaced the shaft assembly with a complete new assembly. Returned to customer.

Event description:
Update: it was confirmed that there was another device available to complete the surgery.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the prestige grasper. During a laparoscopic procedure, the surgeon noted that it was not grasping soft tissue properly. There was no surgical delay or patient harm.